Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited no capture. The lead was not used and replaced. The patient was fine.